Event description:
Procedure type: low anterior resection. According to the reporter: after clamping the device, the surgeon did not see the green indicator in the instrument window. After applying force some green appeared, and the instrument was fired. It was then noticed that the anastomosis did not work as a hole was seen. Subsequently, a colostomy was performed to the patient. Surgery time was also extended by more than one hour as a result. The patient is in well current condition.